Event description:
Face was swollen [swelling face]. Itching [pruritus]. Hives [urticaria]. Case description: spontaneous report received on 24-mar-2008 from a consumer regarding a male arthritis patient. The patient's relevant medical history included previous treatment with synvisc in 2007. The patient received injections of synvisc in his left knee three times in 2008. The patient received the third injection in the afternoon. On that evening, the patient experienced hives and itching in his armpit and groin area. The patient took benadryl orally and applied hydrocortisone cream purchased at the local drugstore which slowed the symptoms, but the symptoms continued over the weekend. By two days later, his face was swollen, and he had hives and itching covering his trunk and extremities. The patient went to his local emergency room around 3am sunday and received intravenously an unknown steroid, benadryl, and an unknown anti-nausea drug. The emergency room physician sent him home on an oral prednisone taper for 5 days and continued the hydrocortisone cream. As of the next day, the hives were gone and the swelling was almost gone. The patient stated that he ate fish for lunch the day of the first infection, and that his physician changed his oral anti-inflammatory drug to sulindac a few days before the third synvisc injection. As of the date of receipt of this report, the patient had not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.